Manufacturer narrative:
The device was discarded and not returned for analysis. The investigation is ongoing.

Event description:
A physician reported that a patient undergoing continuous renal replacement therapy (crrt) which included prismasate bk0/3.5. The prismasate was used off label as the replacement solution. The crrt machine, blood lines and filter used in this event are not manufactured or distributed by baxter. Reportedly, the patient had a blood loss when the filter clotted and they were unable to return the blood in the extracorporeal circuit back to the patient. The patient was transfused with a unit of blood. The date of the event is unknown therefore; the date of event is estimated.